Event description:
It was reported that the system had a precharge circuit timeout error which prevented x-rays from being produced. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.